Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid encountered within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A 1000 ml simulated treatment was performed and completed without failures. The weighed fill volumes were found to be within tolerance and fill times were within specification. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak, valve actuation test, go/no go gauge check, patient sensor calibration test and a load cell verification test. A simulated treatment post- accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered by the facility nurse following a report of a patient having a scale reading error during fill 1 of 6 and reverting to a stat drain. The patient discontinued treatment during the stat drain to the large drain. The nurse identified that the patient drained 4450 ml. This drain volume is 223% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The facility has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered by the facility nurse following a report of a patient having a scale reading error during fill 1 of 6 and reverting to a stat drain. The patient discontinued treatment during the stat drain to the large drain. The nurse identified that the patient drained 4450 ml. This drain volume is 223% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The facility has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: g2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered by the facility nurse following a report of a patient having a scale reading error during fill 1 of 6 and reverting to a stat drain. The patient discontinued treatment during the stat drain to the large drain. The nurse identified that the patient drained 4450 ml. This drain volume is 223% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The facility has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered by the facility nurse following a report of a patient having a scale reading error during fill 1 of 6 and reverting to a stat drain. The patient discontinued treatment during the stat drain to the large drain. The nurse identified that the patient drained 4450 ml. This drain volume is 223% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The facility has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.